Event description:
Device 2 of 4. Reference MFR reports: 1627487-2013-02258, 02259 and 02260. The pt rec'd her scs system for rsd. It was reported the pt experienced pain at her pocket site, and the physician pain at her pocket site, and the physician believed the rsd may be contributing to the pain. Reprogramming provided some relief but did not resolve the issue. It was also reported the pt experienced heating at her pocket site while charging. A replacement charging system was sent to the pt. F/u indicated the pt was bit by a dog in her foot and her rsd caused the pain to travel up her leg to the pocket site. It was reported the physician explanted and replaced one of the pt's leads on (B)(6) 2013 and repositioned the other lead. The pt reported effective stimulation postoperative.

Manufacturer narrative:
MFR's eval: corrective and preventive action (CAPA) investigation was performed. Results - pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipg's and that all chargers were capable of elevated heating. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.